Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported abnormal image during maintenance involving an Olympus camera head. There was no patient involvement.